Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in the hospital emergency room after receiving inappropriate high voltage therapy. The patient had been symptomatic with atrial fibrillation and although the therapy was inappropriate, it converted the patient to normal sinus rhythm. Device interrogation revealed elevated high voltage lead impedances in the past couple of months, but impedance measurements were in normal range during the ER visit. An alert for hv lead impedance greater than upper limit was noted. The upper limit was reprogrammed. The patient will be monitored.